Manufacturer narrative:
The associated femoral implant impactor was not returned for evaluation. Therefore, a product analysis could not be conducted. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch number. The impactor is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, device broke. Backup device available, no delay reported, no pieces fell into the patients wound and no injury reported.